Event description:
It was reported that biomed stated arctic sun device was not cooling. A check of the diagnostics and a drain of the device indicated a failed mixing pump. Discussed the 2000 hour service but stated that they would order and replace those parts onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a mixing pump component failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that biomed stated arctic sun device was not cooling. A check of the diagnostics and a drain of the device indicated a failed mixing pump. Discussed the 2000 hour service but stated that they would order and replace those parts onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a mixing pump component failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated arctic sun device was not cooling. A check of the diagnostics and a drain of the device indicated a failed mixing pump. Discussed the 2000 hour service but stated that they would order and replace those parts onsite. Per follow up information received via phone on 10jan2024, a mixing pump was replaced onsite and device has been sent back into service. Denied patient use at time of the malfunction. No further issues noted.